Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the needle couldn't go in, needlestick injury. Changed to new one. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult advancement of a guidewire through the needle is confirmed and was determined to be related to the manufacture of the device. One 4.5 fr microintroducer and one stainless steel guidewire were returned for evaluation. An initial visual observation of the returned devices showed little use residues throughout the returned devices. A slight bend was observed in the guidewire at the distal end of the device. A small protrusion was observed along the proximal end of the guidewire upon the return of the device. A microscopic observation revealed disjointed coils at the proximal end of the guidewire. Both the proximal and distal weld tips were present along the returned guidewire. Usage residue was observed along the distal end of the guidewire. A kink was observed in the distal end of the guidewire from pulling the guidewire back through the needle shaft. A functional test of attempting to insert the complainant guidewire into the complainant microintroducer sheath revealed the guidewire would not pass through as it would get stuck at the proximal end of the guidewire. The disjointed coils at the proximal end of the device appeared to be caused during the manufacture of the guidewire; therefore, the failure of disjointed coils causing difficult needle advancement over the guidewire is confirmed. This complaint will be recorded for future trending and monitoring purposes.